Event description:
It was reported that there was an abrupt impedance increase, a possible lead fracture, t-wave oversensing, and that the patient received inappropriate therapies. It was further reported that there was high impedance greater than 4000 ohms, and that under fluoro there was no obvious fracture seen. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment of the lead was returned and analyzed.